Manufacturer narrative:
The device was returned to olympus for inspection and no malfunction was reported directly by the customer.. A root cause could not be identified. Based on the results of the investigation: the origin of this complaint was a regular or equipment inspection, and there were no direct indications of defects from the user. Therefore, an investigation reported by the customer is not necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around light guide lens was peeled. There was no patient involvement.